Event description:
This is the first MDR submitted for the first suspect product. A physician reported a pt who was double skin-tested on 11/11/1998 and 11/26/1998 with negative results. On 12/10/1998, the first treatment was administered with two formulations of product into the periorbial lines, smokers' lines, nasolabial folds and oral commissures. On 12/21/1998 a touch-up treatment was administered to the same areas. After 1/10/1999, the pt developed erythema and edema at the vermilion border and oral commissure treatment sites and the test sites. The physician prescribed a topical hydrocortisone cream and an oral antihistamine (tetrazine). Symptoms were not improved with the medications. On approx 4/6/1999, the pt was seen with flaring symptoms which were reported some less frequent/less intense. The physician diagnosed a hypersensitivity.